Manufacturer narrative:
Battery pack 2006, 2005, 2004, 2006. Battery charger 2002. Monitor 2006. Modem 2005. Device evaluation summary: device evaluation of battery pack, battery charger, monitor, modem has been completed. Monitor, modem, and battery charger were tested and found to be fully functional. They were returned to stock. Battery pack was tested and found to have a wire that had become unsoldered. The wire was replaced. The battery was retested and then restocked. Battery packs were tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. Both batteries were repaired, retested and restocked. Battery pack was giving fault messages because it had an older version of the program installed on it. The program was updated. The battery was retested and restocked. No adverse event resulted from the faulty battery packs. The pt received a replacement monitor, modem, two batteries and a battery charger.

Event description:
A male pt called customer support to report that he wanted a someone to visit him regarding his device. In 2007, territory manager visited pt and contacted support to report that neither battery appears to be fully charging. Territory manager replaced the two battery packs. The following month, pt called support to tell them that the charger was hot and there was a 'fault" icon on the charger. Support sent the pt two new batteries and a new battery charger. In the same month, territory manager sent back modem because it would not send data. She attempted another modem and it worked without difficulty.